Event description:
It was reported that a malfunction occurred on a pump, specifically showing malf 9, but no notable events preceded it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.